Manufacturer narrative:
An event of ¿high valve gradient¿ was reported. The results of this investigation concluded the leaflets of the returned 21 mm sjm mechanical heart valve opened and closed completely and easily. Circumferential fibrous pannus ingrowth and organizing thrombus was observed on the inflow and outflow surfaces of the sewing cuff, narrowing the inflow and outflow diameter. No inflammation or significant calcifications were present on the valve. The cause of the reported high valve gradient remains unknown.

Event description:
In 1980, a 21 mm sjm standard mechanical valve (serial number unknown) was implanted. The patient began to experience high valve gradients. On (B)(6) 2017, the valve was explanted and replaced with a 21 mm sjm regent heart valve. The patient is reported to be recovering.